Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 20 rounds of inappropriate anti-tachycardia pacing (atp) and 2 inappropriate shocks across 13 different episodes due to supraventricular tachycardia (svt). The patient was ultimately admitted for further treatment and a possible ablation procedure. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.